Event description:
Rptr received a product alert from MFR concerning the thermal fuse for the ultrafiltration pump in the dialysis control unit. Rptr believes that since there is a possibility of the thermal fuse failing while the pt is receivng treatment, the MFR of the equipment should provide some safety measures to alert the user that the pump is no longer functioning correctly.